Event description:
This report of non-serious and unlabeled event (sarcoidosis) is being submitted as a 10-day report. Info was received from a physician regarding a female pt who received restylane injectable gel (injectable dermal filler) into the nasolabial folds and marionette lines in 2007. There was no anesthetic agent used at the time of the implant. Additional procedures at the time of implant included botox (botulinum toxin type a) in outer canthi and forehead. Significant past medical history included restylane injection in 2005 and 8 years ago. Concurrent medications included lexapro (escitalopram), desyrel (trazodone), flexeril (cyclobenzaprine) and feldene (piroxicam). On an unspecified date in 2007, the pt noted swelling at the injection site (nasolabial folds and marionette lines). The physician described the symptoms as funny thick looking and slightly erythematous but not palpable. On an unspecified date, a biopsy was performed on both sides of the nasolabial folds, which revealed a granulomatous dermatitis suggestive of probable sarcoidosis (cutaneous sarcoidosis). The pathologist suggested a sarcoid type process. A special stain for acid-fast bacilli (date unspecified) was negative and light fluoroscopy was pending. On an unspecified date, a second biopsy was processed to rule out fungal infection and was forwarded to a hospital where results were reported pending. The physician treated the pt with minocycline 100 mg twice a day for 7 days followed by elidel (pimecrolimus) cream twice daily if there was no improvement. As of reporting, the event outcome has remained not recovered. The restylane lot number was reported as 7990 with an expiration date of 03/2009.